Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found that it had a reduced capacity due to overdischarge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was suspected that the implantable neurostimulator (ins) was overdischarged. It was noted that the cause of the issue was determined, and it was indicated that the patient was too forgetful and had cognitive issues that caused him to forget to recharge. The patient's wife reportedly was going to take over recharging. It was noted that a physician mode recharge (pmr) was performed, and a "countdown clock" was started. Additional information received a couple days after the initial report indicated the following: the overdischarge was unable to be confirmed as of yet since they could not communicate with the ins; it was unknown as of yet if the pmr performed was successful; further troubleshooting and interventions were not performed as they were "unable to do anything" since the ins was not charged; and it was unknown how the patient was doing or if the patient was receiving effective therapy as the patient and his wife were trying to do the pmr and recharge, and would call the representative when it was completed. Further information received approximately a month and a half after the initial report indicated that the patient and his wife had not done the jump start, and the representative reinforced the need to get the device jump started and recharged. About 11 months after the initially suspected overdischarge, it was reported that the battery was "changed". It was specified that the replacement was for an overdischarge; it was not replaced for an elective replacement indicator (eri) or the end of service (eos). It was further noted that, prior to replacement, the patient would not participate in the "jump start" due to other illnesses and poor cognitive ability. The symptoms reported included no stimulation. After the ins replacement, the impedances were within normal limits and it was indicated that the initially reported issue had been resolved.